Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer may have been using recalled infusion sets at the time of the event. The customer's mother stated that she will call back to provide additional information regarding the event. Nothing further was reported.